Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: there was evidence of partially discharged batteries being installed into the pump observed in the black box history. The pump's current draws were within specifications. The pump case was found to be cracked near the upper right hand corner of the display lens. The display was found to be dim, faded, and discolored. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit.